Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during initial drain of peritoneal dialysis. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the patient to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.